Manufacturer narrative:
The exposed section of the soft cannula was not visible in the cannula window despite visibility of the pink slide insert inside the viewing window. Upon opening the device, the unexposed portion of the soft cannula was found to be torn at the distal end. The soft cannula was additionally measured and found to be outside of the required length specification. The cause and timing of the soft cannula damages could not be determined. No issues were found with the needle mechanism or any of the components. Investigation was unable to determine if the cannula retracted, or any potential causes of the reported retraction. Download data showed device completed both first and second prime and showed no pulse width increases or abnormalities.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the cannula retracted, while wearing the pod for less than an hour.